Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction grade iii, double bubble sign, and ¿could feel the edge of the implant¿. Also reported, cyst and hypertensive on candesartan, not device related.

Event description:
Patient reported right side capsular contraction grade iii, double bubble sign, and ¿could feel the edge of the implant¿. Also reported, cyst and hypertensive and on candesartan, not device related. Device remains implanted.

Manufacturer narrative:
The aware date of the parent record and the initial medwatch has been updated to (B)(6) 2022. Additional, changed, and/or corrected data: b3, b6, g1, g2, g3.

Event description:
Patient reported right side capsular contracture baker grade iii, double bubble sign, and ¿could feel the edge of the implant¿. Also reported, cyst and hypertensive and on candesartan - not device related. Device remains implanted.